Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, causing impact damage that cracked the display and rendered the screen unreadable; a replacement ilet was shipped and the user transitioned to backup therapy with insulin pens. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included temporary interruption of automated therapy and reliance on alternate therapy without medical intervention. Investigation included internal complaint review and assessment of device function based on the reported physical damage. Investigation of this device revealed mechanical damage to the device¿s display module from accidental impact, consistent with screen breakage and loss of readability. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.